Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod5. During the procedure, the physician successfully detached a pod5 into the aneurysm. The physician then injected contrast and the pod5 migrated in the target vessel. Another manufacturer's coil was then used, which also migrated in the target vessel. The procedure successfully continued using a ruby coil. There was no report of an adverse effect on the patient.